Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported the tracking was lost during the refractive procedure. The laser stopped after four seconds of the six second procedure. The doctor was able to finish the patient after rebooting the system.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During technical onsite visit, the field service engineer (fse) reviewed the logfiles and found no errors. The reported error could not be duplicated. The fse completed system verifications. The system is operating within specifications. The root cause could not be identified conclusively. No technical root cause was identified. The manufacturer internal reference number is: (B)(4).